Event description:
It was reported that patient presented left knee patellar impingement and crepitus. Event was treated with irrigation and debridement.

Manufacturer narrative:
It was reported that the patient presented left knee patellar impingement and crepitus. The event was treated with irrigation and debridement. The affected compliant devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential causes of the reported event could include but not limited to fit/sizing, wear or alignment of device. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.